Manufacturer narrative:
A replacement wheel was sent to the end user for repair as the end user is an authorized field technician. The affected wheel assembly was returned to manufacturer for evaluation. It was observed that the threads on the caster were stripped which could have contributed to the reported issue; however, a determination of when and how the threads became stripped was unable to me made.

Event description:
It was reported by the end user that a transport wheel of the stretcher had fallen off. There was no adverse event or patient involvement associated with the issue.